Event description:
It was reported that a patient underwent a robotic total laparoscopic hysterectomy on (B)(6) 2012. During the procedure, the device stopped working after morcellating for one hour. Another like device was used. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of six medwatches being submitted as six devices were involved in this event. See also medwatch 2210968-2012-02754, 2210968-2012-02755, 2210968-2012-02756, 2210968-2012-02757, and medwatch 2210968-2012-02759. The same patient is represented in each medwatch.